Event description:
It was reported that the customer experienced a "high" blood glucose (bg); however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.